Manufacturer narrative:
(B)(4).

Event description:
The patient reported they fell and fractured a rib and her hands, neck, shoulder, low back and legs hurt. The patient stated her scs was implanted to cover pain in her low back and legs. The patient outcome was unknown. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.